Event description:
Caller reported a malfunction on a pump, referred to as "malf 6." There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with information to reset the pump, which successfully resolved the issue without the malfunction recurring. The customer was advised to continue using the pump and to contact support again if any issues reappear.